Manufacturer narrative:
Occupation: urology coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a pcnl (percutaneous nephrolithotomy ), a ultraxx nephrostomy balloon was inserted into a patient and inflated to 20 psi with 1/2 saline and 1/2 contrast when it burst. The balloon burst during the first time it was inflated. Another new balloon was used to complete the procedure. It was reported that no portion of the device remained inside the patient and that the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. On (B)(6) 2020, cook was informed of an event involving an ultraxx nephrostomy balloon and set. The balloon burst upon inflation during a pcnl procedure on a 64 year old female patient. An additional balloon was opened to complete the procedure. There was no harm to the patient as a result of the event. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. The complainant returned one open package containing an ultraxx nephrostomy balloon and set for investigation. Visual examination confirmed a unbc-060055-6-15 balloon catheter and a vs-180017-n sheath and a cid-20-30-nstc cook inflation device were received in used condition. Balloon was pinched approximately 9.5cm from the distal bond. A function test was performed using the returned cook inflation device and tap water to inflate the balloon. A leak was detected near the proximal end of the balloon below the bond prohibiting full balloon expansion. Under magnification a tear was confirmed in the balloon material on the proximal end above the bond. Scrape marks are visible near the hole indicating the device was damaged by an instrument of undetermined origin. Each balloon is leak tested per si-184 during inspection to ensure device inflation and integrity. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. Patient reference patient reference was opened to address the second balloon that was used during the procedure. Due to individual leak testing prior to distribution, one leaking device in a lot does not suggest all devices in the lot are defective. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide, or any other gas. Do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Precautions: do not exceed the maximum rated burst pressure (listed on label) for this balloon device. Do not pre inflate the balloon. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume potential adverse events: complications that might occur during this procedure include over inflation of the balloon, which could result in trauma to the surrounding tissue. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A function test was performed using the returned cook inflation device and tap water to inflate the balloon. A leak was detected near the proximal end of the balloon below the bond prohibiting full balloon expansion. Under magnification a tear is confirmed in the balloon material on the proximal end above the bond. Scrape marks are visible near the hole indicating the device was damaged by an instrument of undetermined origin. Since the complaint device was manufactured to specifications, the cause for the damaged balloon is associated with mishandling during use by coming to contact with a sharp instrument of unknown origin. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.